Manufacturer narrative:
Initial and final report. Actual device not returned, unable to verify complaint. No injury occurred.

Event description:
Customer reports that the pilot cuff and tube became disconnected from the body of the endotracheal tube. Et tube was changed out successfully. No patient injury was reported.